Event description:
It was reported alarm 22. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Customer successfully resumed insulin, as the pump and wake button were performing as intended.